Event description:
Caller reported a cartridge alarm on their insulin pump. There was no adverse impact to the customer's blood glucose level. The pump was confirmed to be under warranty, and technical support arranged for a replacement pump to be sent with updated software. The customer acknowledged the need to use a backup insulin pump and was instructed on how to prepare the existing pump for return. The customer was also guided on programming settings and connecting their cgm to the replacement pump. The problematic pump was to be returned within ten days to avoid charges.